Manufacturer narrative:
Testing and investigation did not confirm the reported complaint of overdelivery. Device was tested with different cassettes and settings. The device passed performance verification testing and short and long term delivery accuracy tests on all three channels. The pump was sent to customer. A summary of the results of the "emi" tests performed by other labs is as follows: test 1) 5v/m over frequency range 26 to 1000mhz passed. Test 2) 12v/m, pump alarmed, stopped pumping but did not overdeliver. Advanced engineering tested device with returned pump sets and device passed delivery accuracy test. The frequency of death or serious injury reports for overdelivery for plum products is < 0.77/million sets.

Event description:
Overdelivey reported. Pump was set to infuse tpn via pump a at 5.7ml/hr with volume to be infused of 250ml, and liposyn ii 20% via pump c at 0.6ml/hr with a vtbi of 100ml or 200ml. Rx label on bottle states 100ml, nursing reports label was incorrect and there were 200ml in the bottle. New tpn and lipids containers were both hung at 3pm. Total volume delivered is cleared at 3pm for tpn solutions and at 11pm for lipids solutions. New containers were hung at around 3pm as per policy. Approxmately 1.5 to 2 hours after delivered volumes were cleared, display for pump a indicated delivery of 11.2ml but tpn hung at 3pm visually appeared to have only 125ml remaining. Tubing had been completely primed twice (priming volume is 22.5ml). Display for pump c showed total volume delivered of 105ml (correct for approximately 17.5 hours since volume delivered was last cleared) but container had approximatey 75ml remaining. This would indicate delivery of approximately 80ml of tpn, and (if lipids actually contained 200ml) devivery of 105ml of lipids in the 1.5 to 2 hour time period (minus priming volumes). Infant reportedly had "opaque blood noted at heel stick" and experienced some respiratory distress for which oxygen at unspecified percent was administered. Infant had been on room air; intubation was not required. Infant spontaneously diuresed large amount of fluid without medical intervention. By next day, infant was doing well and had been returned to room air.